Event description:
It was reported that during procedure, the fiber was defective. The procedure was completed using another device. There were no patient complications reported. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscope inspection revealed no light exiting the connector face, indicating an internal connector fracture. Burn marks were observed on the connector face. Further microscope inspection showed that the tip was degraded. A fracture within the connector can occur during procedural handling of the fiber, whether during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, potentially leading to a complete inability for the fiber to fire. The interaction between the console and the connector with this fracture likely caused it to overheat, resulting in the burn marks observed. A functional test was performed, and there was no aiming beam. The console displayed: applicator has been used 2 times. The device history record (DHR) review was not performed as the lot number is unknown and a ship history review could not be performed to identify most probable lots. A review of the device instructions for use (IFU) was completed. It states: ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with a damaged distal end or damaged sma connector. Avoid touching the exposed connector end. It also further states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Additionally, it states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the information available, the investigation conclusion code assigned is cause traced to component failure, which indicates: expected or random component failure without any design or manufacturing issue.